Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the metal cap exhibits severe scratch marks. Based on device analysis, the potential for forward firing may exist probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph surgical procedure: ¿fiber tip defected¿ at 140,586 joules and 24:20 minutes of usage. The case was completed with the second fiber. Patient outcome: no injury to patient reported.